Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between sg and bg values. Based on an additional review of the data post re-link, the system is currently performing within expectations. Overall, bg values align well with sg trends, considering the physiological delay that can occur between changes in blood glucose and the corresponding changes detected by the system. The user was advised to continue using the system and to contact us if additional discrepancies are observed. The user agreed with this plan. A review of the dms indicates that the user is currently using the system and that the information is up to date.